Event description:
A power source alert 07 was reported by the caller. The impact on the customer¿s blood glucose level was not reported, and the caller declined to answer if it exceeded 500 mg/dl. The customer resolved the issue by completing a pump reset prior to contacting support, and the issue is currently resolved.